Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the non calcified right common iliac vein. A 18-6/5.8/75 xxl esophageal balloon was advanced for dilatation over a 0.035 non-bsc guidewire. However, during first inflation at 3 atmospheres for 2 minutes, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient complications reported and the patient is doing well.